Manufacturer narrative:
Corrected to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the ins in their chest continues to shift a little. They also reported they have a gynecology appointment and were going to have a mammogram and was wondering if they could do that. The ins has been moving since september. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating that circumstances that led to the ins shifting including rolling over in bed. They further report that the ins still pinches on occasion but is not painful or moving.